Event description:
While servicing the device, the philips field service engineer (fse) discovered that the new replacement therapy pca was not working. When the part was installed the unit would not complete the shock process and acknowledge that a shock delivered. There was no patient involvement.